Manufacturer narrative:
Final analysis found that the insulation was abraded at 6.3 cm to 6.4 and 13.4-13.5 and 17.3-17.6 cm from the distal tip. The abrasions were consistent with exposure to constant friction against another implantable device or feature of the heart.

Event description:
It was reported that the atrial lead exhibited increasing ams episodes due to noise oversensing. The lead was explanted and replaced. The patient was stable.